Manufacturer narrative:
This was initially reported on the summary report dated 10/14/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mesh extrusion. The plaintiff underwent revision of the mesh. The mesh was totally explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as sudden cardiac death of unknown causes.